Manufacturer narrative:
Additional information was provided on 23jan2026 indicating that the device that experienced the type 1b endoleak was not a cook incorporated device. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Event description:
It was reported to cook that an unknown device had a type 1b endoleak and required reintervention. The patient had undergone a previous fenestrated endovascular aortic repair procedure (fevar). The patient underwent a left iliac branch device procedure on (B)(6) 2025 below the previous fevar. The left limb was the contralateral limb of the original repair. Indication for the intervention was that the common iliac artery had dilated around the stent and the seal was lost, which caused aneurysm growth. During the repair procedure on (B)(6) 2025, a zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-39-zt was used to bridge from the existing limb to the zenith branch endovascular graft iliac bifurcation graft. It was reported "it didn't go right up to the flow divider but I didn't think this was an issue." An angiogram was completed and at the time, looked great. However, twenty-four hours later, the patient's aneurysm had ruptured, and a computed tomography (CT) scan showed a type 3 endoleak at the top of the zsle (rpn unknown, lot unknown). The clinician indicated that the new stent had most likely rubbed a hole in the existing limb. On (B)(6) 2025 the patient became unstable. "Peri-arrest" with abdominal pain was reported. Additionally, it was reported the "graft eroded into iliac artery causing patient to rupture." The patient will require relining of the left common iliac artery. As of (B)(6) 2025 the patient remained ventilated. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the type 1b endoleak on the left (contralateral) device that required reintervention on (B)(6) 2025. The common iliac artery had dilated around the unknown graft and the seal was lost, which caused aneurysm growth. An additional report for the type 3b endoleak on the unknown device has been submitted under MDR # 1820334-2025-01510.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluated by mfg: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b2: outcomes attributed to ae, death date null, b5, h6 (annex f) correction: h1 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 15dec2025. The patient was extremely unfit. The internal branch device was placed into an existing fevar that was done several years ago. The physician believes it was a type 3 endoleak from the bridging limb, which caused a rupture. The patient was treated but woke with t8 spinal symptoms and renal failure and unfortunately did not recover. The physician informed cook that the patient died. Additional information regarding the event has been requested but is currently unavailable.